Event description:
It was reported the patient had stimulation going up their chest on the right side up to the breast. It was noted that stimulation was usually at their hip, lower back, and left leg. It was reported the issue started three weeks prior to call. It was noted the patient had not fallen down.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had stimulation up under their bust. It was noted the patient turned stimulation on the day prior to call and noticed stimulation in the wrong location. It was reported the patient had no falls or trauma associated with the issue. It was noted the patient had lost fifteen pounds. It was reported turning stimulation down and it was more comfortable.